Manufacturer narrative:
None of the failures involved patient use and were found during routine device inspections.

Event description:
The facility reported a broken male pin on two different sets of standard paddles used with the device within the past year.